Event description:
Procedure type: spinal surgery - t10-s1 lumbar fusion. Initial procedure date: 2008. According to the reporter: a few months after surgery, x-rays were taken because the patient had pain. The x-rays showed that there was a screw/rod disassociation on the patient's left side. A revision surgery was performed approx seven and a half months later, to remove the implants. Upon removal of the system, the surgeon found the first two pedicle screws unlocked and the rod had moved down. The l3 and l4 screws were also completely unlocked on the left side of the patient. On the right side, t10 and t12 screws were unlocked and the other screws were close to being unlocked.

Manufacturer narrative:
An investigation was completed on product currently in x-spine inventory and were found to be acceptable to the product specifications. Quality assurance reviewed the relevant test data for potential failures and determined that the products are within the design specification. A definitive cause cannot be determined at this time. Care must be taken to ensure that all screw cups are tightened and assembled correctly. Loosening of the construct is listed as a possible adverse outcome in the instructions for use (IFU) supplied with each device.